Event description:
Note: this report pertains to one of the two advanix biliary stents with naviflex rx delivery system that were used during the same procedure. Please refer to MFR report# 3005099803-2024-03847 and MFR report# 3005099803-2024-03849 for the associated device. It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the bile duct to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, upon deployment of the stent, the guide catheter broke. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: an advanix biliary stent with naviflex delivery system was received for analysis. Visual inspection found the guide catheter kinked and detached. After destructive testing, it was found that the device hypotube from the pull wire wasn't connected to the guide catheter. The pull wire was found bent near its cap, and during the analysis, the hypotube got detached at the bent area. Additionally, the stent and push catheter holes were torn, and the push catheter was bent. No other problems were noted with the device. The reported event of catheter guide break was confirmed. The investigation concluded that the reported event and the additional observed device problems were most likely due to procedural factors encountered during use. Contributing factors may have included the patient's tortuous anatomy, the handling and manipulation of the device, the physician's technique, or the amount of force applied. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
Note: this report pertains to one of the two advanix biliary stents with naviflex rx delivery system that were used during the same procedure. Please refer to MFR report# 3005099803-2024-03847 and MFR report# 3005099803-2024-03849 for the associated device. It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the bile duct to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, upon deployment of the stent, the guide catheter broke. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.